Event description:
The reporter indicated that the device was explanted due to a suspected malfunction.

Manufacturer narrative:
Summary of analysis: the lead has sustained minor damage; however, the damage would not have compromised the functionality of the lead. The electrical characteristics are normal. The complaint of suspected malfunction cannot be verified.